Manufacturer narrative:
The date the device was returned to the manufacturer was reported as 03/21/2018 in the initial report and has been updated to 05/30/2018. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the control unit was not functioning, defective, crack in the saw shaft without function, battery oscillator without function, control unit defect. It was also determined that the device failed pre-test for check the saw blade coupling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to pre-mature wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Reporter¿s phone number was not provided. Reporter¿s contact name was not provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the battery oscillator device power button jammed during power up after different use times. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.